Manufacturer narrative:
The referenced phenomenon could not be confirmed since the subject device was not returned for evaluation. The manufacturing record was reviewed and found no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was partially peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. After ten minutes of use, the ptfe pad of the subject device was peeled. The procedure was completed with a similar device. There was no patient injury reported.